Event description:
It was reported that pump screen was faulty and no additional details about display problem were provided. There was no reported impact to the customer¿s blood glucose level. No corrective actions, troubleshooting steps, or replacement arrangements were reported, and no additional information was received regarding the outcome of the event.